Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2005, an ams sparc pelvic mesh product" was implanted in the plaintiff "to treat her pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges "as a result of the implant" that the plaintiff has "suffered serious bodily injuries" and "extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other injuries." The plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.